Event description:
It was reported that customer called to report that there had been series of leakage with the foley catheter product. As soon as the product was inserted in the patient leakage occurs. Ref (B)(4) lot ngkp2130. Customer would like a follow up.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer called to report that there had been series of leakage with the foley catheter product. As soon as the product was inserted in the patient leakage occurs. Ref (B)(4), lot ngkp2130. Customer would like a follow up.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be bad fit with shaft due product size issue/ poorly seated balloon/bladder neck interface. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.